Event description:
It was reported, during g3 surgery, the distal locking screw was stuck where it reached to the cortical bone. The surgeon changed the screw to another size new screw, and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.